Manufacturer narrative:
This report is based solely on device return and analysis. The event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: outer insulation breached; full lead returned and analyzed.

Event description:
It was reported that during the device changeout procedure, damage was found in the outer insulation of the atrial lead. Oversensing was also indicated. The lead was explanted and replaced. No patient complications have been reported as a result of this event.